Event description:
It was reported that the hand piece device "is not working properly." The date of this event was not determined by the reporter. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
The actual hand piece device was received and evaluated. Reliability engineering completed an evaluation of the device and the findings revealed that this event was due to usage wear over time. During the evaluation a functional test was performed and the device was worn from normal use and servicing; the long attachment exceeded the acceptable temperature limit. As a result, the reported condition was confirmed and duplicated. If additional information should become available, a supplemental report will be sent accordingly.